Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the health care provider contacted boston scientific technical services (ts) to review a stored event on the remote home monitoring system. Upon review boston scientific technical services (ts) noted a significant amplitude change starting at the beginning of the year. Review of the store episode showed oversensing of noise along with a period of approximately five to six seconds of no sensing. Ts also noted possible atrial fibrillation (af). The patient was brought in and an x-ray was taken. The x-ray revealed that the electrode had dislodged. A revision procedure occurred where the electrode was successfully repositioned. No adverse patient effects were reported.